Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient's one touch ultra meter was reported to be in the wrong unit of measurement (mmol/l). The meter was previously set in the correct unit of measure and the patient had not recently changed any settings on the meter. He did require assistance from a non-medical professional, but did not receive any treatment. There is no adverse event reported due to this issue. However, this case is reported as a meter malfunction since the meter was in the wrong unit of measurement. There is no further clinical information provided.